Event description:
Pt had insertion of dorsal column stimulator. Experienced no problems intra-operatively or in recovery room. Was transferred to floor - coded within 1 hour of transfer. Currently remains intubated and ventilated. Cause of code unk at present. Dorsal column stimulator explanted 3 days later.